Manufacturer narrative:
The reported events of insulation twisted, and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual examination found the outer insulation was twisted and the outer insulation was damaged at the proximal region. The cause of the reported events was isolated to procedural damage.

Event description:
It was reported that a patient presented in-clinic for an unrelated elective replacement procedure. During the elective replacement procedure, the rv lead was found to have insulation damage, and the lead insulation had been twisted. The rv lead was explanted and replaced on (B)(6) 2021. No patient consequences were reported.